Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging cancer prostate. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed the sd card cover and water tank were missing. A greyish dust-like contamination was observed in the lcd area of the ui panel. A small scratch was observed on the front of the bottom enclosure. Dust-like contamination was observed on the right-side panel, in the air inlet, on the ui panel, all over the pca, on the interior side of the left panel, on the blower cap, on and in the blower motor, around the walls of the bottom enclosure and on the sound abatement foam. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. Manufacturer observed dust-like contamination on the humidifier flip lid assembly, inside the outlet port, on the left side panel, inside the humidifier bottom enclosure, on the flip lid assembly seal, on the dry box and dry box seals, in the lower base, and on the heater plate. Manufacturer observed a brownish contamination on the flip lid seal. Manufacturer observed a whitish dust-like contamination consistent with mineral deposits in the dry box outlet seal. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source.